Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic and the ventricular lead exhibited noise. The noise was reproducible with left arm movements across the patient's chest. No intervention was reported and the patient would be monitored.